Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that his daughter's blood glucose reached "high" (>500 mg/dl) less than 48 hours after the pod was activated. He noticed the cannula was kinked. The pod was removed and discarded.